Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while the doctor was doing a sialendoscopy, he noticed after making a couple passes with the scope that there were blue shavings inside the catheter. He continued the procedure. This event did not cause any problems and all the shavings came out. No unintended part of the device remained inside the patient's body. No additional procedures were required as a result of this issue. There were no adverse effects to the patient due to this occurrence.

Event description:
No new event information has been received since the last report was submitted on 25may2018.

Manufacturer narrative:
H6 - method codes: device not returned (4114). H6 ¿ conclusion codes: cause not established (4315). The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. The device gpn is either g24132 or g24129 kolenda salivary access introducer set; however, the exact number is unknown. A complaint search of both provided gpns revealed no similar complaints. A search of our distribution center shows that this particular customer purchased two g24129 devices from cook inc. Both of the g24129 devices were from lot number 8490890. This customer has not purchased a g24132 device within the last eight years. A complaint search revealed this complaint to be the only reported complaint associated to the product lot 8490890. A review of the device history record showed that one non-conformance in product lot 8490890. The non-conformance involved 35 devices (rsrcn) with length, incorrect. All devices were reworked. It is possible that the non-conformance noted for length incorrect could be related to the described failure (as all the products were reworked). The kolenda salivary access introducer set contains a straight fixed wire guide and a salivary sheath and dilator set. It is assumed that the mentioned 'catheter' refers to the 'salivary sheath.' The instructions for use (IFU) for both the g24132 and g24129 contains the following information: precautions: the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of salivary access sheaths should be employed. Ensure compatibility of instruments to be introduced through the introducer. All instruments or catheters used within this product should move freely through the hub and sheath. Damage to the hub/introducer may result when the fit is tight. When inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. When puncturing, suturing or incising the tissue near the introducer, use caution to avoid damaging the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Instructions for use: upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or device to be introduced... Introduce the dilator and sheath into the duct over an appropriately sized wire guide. If resistance is encountered, do not force; damage to the sheath and/or duct may occur. Note: the duct may be pre-dilated to increase ease of introduction... Once the sheath is inserted, the side- arm connection may be connected to suction to remove any excessive fluids, stone fragments, or irrigation. Note: if stone fragments occlude the suction path, close or shut off suction and continue with irrigation to flush out the stone fragments. Once cleared, resume suction as desired. Note: if resistance is felt when advancing instruments through the sheath or withdrawing the sheath, do not force; damage to the sheath and/or duct may occur. How supplied ...upon removal from package, inspect the product to ensure no damage has occurred. Without the returned device, it cannot be determined if the mentioned blue shavings are actual shavings from the introducer sheath, foreign matter found within the introducer sheath, or shavings that were scraped off the inside of the sheath by the dilator using use. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and during the manufacturing process. No notable gaps in production or processing controls were noted. The complaint device was not returned. The root cause for the reported shavings is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.